Event description:
It was reported that an infusor patient control module watch had leaked during infusion. There was no report of adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. A visual inspection and functional leak testing identified leakage inside of the patient control module's (pcm) housing. If additional relevant information is obtained, then a follow-up report will be submitted.